Event description:
It was reported that a spectrum pump was alarming for system error 105. It was reported that there was no pt incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. Evaluation confirmed the reported symptom of system error 105. This deficiency was caused by a failed motor (seized). The motor was replaced.